Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged unk main pump inflow tubing was received for investigation. Visual evaluation of the returned device noted no apparent issues. Functional testing was performed with the returned concomitant ar-6480 serial number: (B)(6) and it was found that the tubing had a hole above the y-connector and was leaking. The most likely cause for this can be attributed to environmental likely due to damage incurred during shipping/transportation. -fixture test: the unk main pump tubing was tested with a fixture to verify that air was not leaking from the white connector. While testing with a fixture, the neoprene sleeve expanded. This behavior is expected¿no problem found. No air bubbles were observed when the white connector was submerged underwater indicating no problem found with the white connector. Refer to investigation photos. The complaint allegation is not confirmed.

Event description:
It was reported that during a knee arthroscopy the pump increased from the standard setting of 30 to 120 on its own. The pump could no longer be stopped. Fluid ran into the patient's leg. The surgery was interrupted and a new tower was used to continue the surgery. It was further reported that the patient is being monitored and if the fluid does not drain, the patient will need to undergo another operation to have the fluid pumped out. If the second surgery is necessary, it will be performed on the same day ((B)(6)). No further information was received. Update avoe 05-sep-2025: it was confirmed that the patient did not need another operation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.